Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient developed redish urine and was seen in the clinic. The patient denied any alarms.  Upon evaluation the lab showed increased parameters of hemolysis and macrohematuria.  The labs performed were urinalysis, lactase dehydrogenase (ldh), haptoglobin, free hemoglobin (hg), and echo. However, no details of the results were provided. The patient was taken for a pump exchange and is currently on a normal ward and mobile.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed dimensional verification. Functional testing was not performed as the driveline was cut too short during the post-explant procedure and a splice could not be conducted. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump; thus, confirming the reported "clinical adverse event" of suspected thrombosis. Review of the log files revealed an increase in power consumption starting (B)(6) 2017 and multiple high watt alarms on (B)(6) 2017 which correlates with the reported event; the thrombus likely got ingested into the pump resulting in an increase in power and high watt alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power event observed in the log files can be attributed to external factors such as thrombus formation/ingestion. Based on the available information clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities, recurrent device thrombosis events and possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.